Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump will not get out of rewind prime loop. The customer's blood glucose was 162 mg/dl at the time of incident. The pump error was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime anomaly or rewind anomaly noted. The test reservoir fit properly into the pump. No unexpected weak signal alarm noted. The insulin pump had cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.